Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse swapped out the arctic sun devices. Stated this device did not appear to be warming the patient either. Confirmed device had only been on for 10 minutes. Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f other nurse in room paused therapy and adjust rewarm rate to max. Advised to restart therapy and give device time to actively respond to patient temperature (pt). Noted rewarming at max was not encouraged. They were rewarming at an uncontrolled rate and the device was going to make really warm water to get patient temperature (pt) to targeted temperature (tt) as quickly as possible. Nurse stated doctor was ok with max rate at this time. Asked them to let the device run for at least 45 minutes and they will call back to check in. Called back 45 minutes later, nurse noted they did adjust the rewarm rate from max for 0.5c/hr. Patient temperature (pt) was increased to 94.5f, water temperature (wt) was 96.8f. Advised device was responding appropriately. Encouraged to call back with any additional questions or concerns.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse swapped out the arctic sun devices. Stated this device did not appear to be warming the patient either. Confirmed device had only been on for 10 minutes. Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f other nurse in room paused therapy and adjust rewarm rate to max. Advised to restart therapy and give device time to actively respond to patient temperature (pt). Noted rewarming at max was not encouraged. They were rewarming at an uncontrolled rate and the device was going to make really warm water to get patient temperature (pt) to targeted temperature (tt) as quickly as possible. Nurse stated doctor was ok with max rate at this time. Asked them to let the device run for at least 45 minutes and they will call back to check in. Called back 45 minutes later, nurse noted they did adjust the rewarm rate from max for 0.5c/hr. Patient temperature (pt) was increased to 94.5f, water temperature (wt) was 96.8f. Advised device was responding appropriately. Encouraged to call back with any additional questions or concerns.